Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule calibrated correctly, but when it was fixed inside the patient, it no longer transmitted data. No intervention was required. There was nothing unusual about the patient or the procedure. The delivery system and capsule will be returned for investigation.